Manufacturer narrative:
D9: date returned to mfg: 1/12/2024. Device evaluation: one device was returned for evaluation. Visual inspection revealed the device in good condition. Review of event history log was not applicable. Functional testing was able to replicate the reported issue; the rechargeable battery could not be charged with external ac adapter; ¿battery is dead¿; a full discharge/charge cycle also could not be run with battery loading station. The root cause was unknown. The battery was to be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It is stated that the battery can only be charged to 2/3. There was unknown patient involvement.

Manufacturer narrative:
B3, g4, d4: UDI unknown, h3: device has not been returned to manufacturer, e1: phone (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.